Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. Test strip UDI# (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. The test strips referenced in this report are part of recall #1052693-06/13/16-001-r.

Event description:
Consumer called for assistance in running a blood test. During the call on (B)(6) 2017, the customer stated that she was feeling dizzy and tired. The customer's expected blood glucose test result range was undisclosed. During the call on (B)(6) 2017, a blood test was performed by the customer and produced test result of 240 mg/dl using truetrack meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 05/31/2017 and open vial date was undisclosed. Customer's test strips are part of recall. The meter memory was not reviewed for previous test result history. Customer was properly trained on how to run a blood glucose test.